Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump got exposed to water and a constant tone occurred. The customer's blood glucose was unknown at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.